Event description:
According to the literature source of study, 50 elderly patients underwent lower lid blepharoplasty involving orbital septum fat repositioning based on oral fixation via the conjunctival approach combined with relaxation skin resection in the treatment of eye bags between january of 2021 and june of 2021. All patients underwent fat repositioning with the same type of sutures. Post-operative complications included conjunctival infection in one patient that was cured after 7 days of antibiotic eye drops, and one patient felt a foreign body when chewing, and the symptoms disappeared naturally after 5 days without treatment. Comprehensive treatment of lower eyelid plasty based on intraoral fixation and redistribution of lower eyelid fat doi: 10.1097/scs.0000000000008921.

Manufacturer narrative:
Kun ding, mmed, ranran wei, mmed, shan zhang, mmed, yanhui dong, mmed, huanchao chang, mmed, and xiaoqin liang, md, phd."comprehensive treatment of lower eyelid plasty based on intraoral fixation and redistribution of lower eyelid fat." The journal of craniofacial surgery, volume 34, number 2, march/april 2023. Doi: 10.1097/scs.0000000000008921. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.